Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex artery that was moderately tortuous and mildly calcified. After the xience xpedition 3.5 x 28 mm stent was deployed, a dissection was observed. Another non-abbott stent was used as treatment. There was no clinically significant delay reported. No additional information was provided.